Manufacturer narrative:
(B)(4). G2: foreign, (B)(4). H6: suggested component code: mechanical (g04), drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that while attempting to drill through the g7 cup, the drill bits broke in half. It has been confirmed that no additional information is available due to confidentiality.